Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown; product ID: neu_unknown_ext, serial/lot #: unknown; product ID: neu_unknown_lead, serial/lot #: unknown; product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for parkinson's. It was reported that the patient's ins was being replaced. Prior to the replacement contact 8 showed high impedance. After replacement contacts 0, 9 and 1 showed high impedance. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
Correction to include the PMA #. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. There was no reason found for the high impedance, and impedance with previous ins was okay. Next follow-up was planned for may 2019; however, it was previously reported the high impedance was observed prior to replacement.

Manufacturer narrative:
Additional review indicates this information was already reported in manufacturer¿s report #3007566237-2019-00577. Any additional information regarding the event will be submitted as a supplemental submission to that report. Concomitant medical products: product ID 3708640 lot# serial# (B)(4) implanted: explanted: product type extension product ID 3708640 lot# serial# (B)(4) implanted: explanted: product type extension product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead. If information is provided in the future, a supplemental report will be issued.